Manufacturer narrative:
A2- age at time of event: 18 years or older. E1: initial reporter: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely stenosed initial segment of the right internal carotid artery. A 10.0-31 carotid wallstent was selected for stenting. However, during the procedure, when the stent was being delivered along with the filterwire, it encountered an unknown obstruction, preventing the guidewire from exiting the monorail exit and entering the patient's body. Consequently, the procedure was not completed due to this event. The patient's condition following the procedure was stable.

Manufacturer narrative:
A2- age at time of event: 18 years or older. E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the carotid wallstent was received for product analysis. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device could not be loaded on to a guidewire due to a separation of the sheath. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified a separation of the sheath located approximately at the guidewire port. The device was returned with the stent in the correct position on the device. No issues were noted with the stent. This concludes the product analysis.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely stenosed initial segment of the right internal carotid artery. A 10.0-31 carotid wallstent was selected for stenting. However, during the procedure, when the stent was being delivered along with the filterwire, it encountered an unknown obstruction, preventing the guidewire from exiting the rx exit and entering the patient's body. Consequently, the procedure was not completed due to this event. The patient's condition following the procedure was stable. It was further reported that the patient was administered with local anesthesia and the procedure was completed with another of the same device.